Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 failed. The customer rebooted the device and attempted recovery, but the issue persisted.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2.2 not detected on bus. The field service engineer (fse) opened the back panel and found all module board lights solid. The station was powered down and all drawer connections for drawer 2 were reseated. After rebooting the station, the customer was able to test inventory successfully with good results. The system functioned as intended after the field service engineer (fse) resolved the issue.